Manufacturer narrative:
The customer reported that there was a power outage, and then ups went down and then the central nurse's station (cns) after that. They stated that they attempted to power on the cns normally, but the unit just sits at a black screen with the message please wait and is stuck at the splash screen. Nihon kohden technical support (tech support) requested that the customer confirm that the cables and the switch are fully inserted and powered on. Tech support requested them to power off the cns and remove the hdd in slot 1, power back on the cns. The customer will need to gather some tools and call back once the hdd has been removed. Tech support called and spoke with denise, after swapping the hdds, the unit was powered up and completed the boot sequence with no issues. Tech support requested they insert the other hdd and let the system rebuild the raid volume. The customer stated that the raid rebuild completed with no errors. The customer confirmed that there are no error lights on the front of the cns and that the status of both volumes as indicated in the raid status section was "ok". No patient harm was reported.

Event description:
The customer reported that there was a power outage, and then ups went down and then the central nurse's station (cns) after that. They stated that they attempted to power on the cns normally, but the unit just sits at a black screen with the message please wait and is stuck at the splash screen. Nihon kohden technical support (tech support) requested that the customer confirm that the cables and the switch are fully inserted and powered on. Tech support requested them to power off the cns and remove the hdd in slot 1, power back on the cns. The customer will need to gather some tools and call back once the hdd has been removed. Tech support called and spoke with denise, after swapping the hdds, the unit was powered up and completed the boot sequence with no issues. Tech support requested they insert the other hdd and let the system rebuild the raid volume. The customer stated that the raid rebuild completed with no errors. The customer confirmed that there are no error lights on the front of the cns and that the status of both volumes as indicated in the raid status section was "ok". No patient harm was reported.